Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. There is no information to suggest the patient sustained a serious injury from the defibrillation event. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered from the field. A review of the downloaded software flags on the day of the event was performed to identify any fault flags or unusual patterns of software flags. The software flag files (attached) did not suggest a device malfunction that would contribute to the inappropriate defibrillation event. The review of the software flag files confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation. The associated ECG strips of the treatment event were not available for review. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm that the treatment was appropriate, we are reporting this event out of an abundance of caution. Device manufacture date and usage of device: monitor: 04/22/2015 - initial use. Electrode belt: 11/07/2013 - reuse. Additional inappropriate defibrillation narrative: the root cause of defibrillation event is unknown. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation. The associated ECG strips of the treatment event were not available for review. As such, the exact rhythm at the time of the event cannot be confirmed. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (pdf). The lifevest detection algorithm complies with iec (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on(B)(6) 2015 to report that a patient experienced a defibrillation event. The treatment was delivered at 10:30:20 on (B)(6) 2015. The ECG at the time of the shock is not available for review. The patient was at a skilled nursing facility and was reported to be conscious and using the restroom at the time of the event. Per the patient's flag files, the response buttons were pressed earlier in the detection sequence but not immediately prior to pulse delivery. The patient did not seek medical attention. The patient continued use of the lifevest.